Manufacturer narrative:
The lot was manufactured from may 20-21, 2019. The actual device was received for evaluation. Visual inspection was performed which identified fluid inside the bag that contained the unit. The fluid inside the bag was found to be due to an untightened white luer cap (non-baxter product). A functional leak test was performed by filling the device with green colored water. After fill and prime, the white luer cap was hand tightened and monitored until the next day; no signs of leaks were observed. The reported condition was not verified during functional testing. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. It was further reported it "appears to be leaking from the balloon." This was observed prior to patient administration. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.